Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a missed spo2 alarm and waveforms at the central station. The customer indicated the patient passed away while connected to the device and they requested assistance in obtaining and interpreting the clinical audit logs. It remains unknown if the device caused or contributed to the reported death.

Manufacturer narrative:
Although the spo2t alarms were enabled at 04:01:47 o'clock, there was an active spo2t no pulse inop present from 03:32:49 o'clock until 04:25:46 o'clock. Alarms were generated according to spo2 configured default alarm delays. Once the inop was corrected, spo2t alarms were generated at 04:25:53 o'clock (yellow low) and 04:26:02 o'clock (red desaturation). The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The original description indicated the event occurred at approximately 21:44. The clinical audit logs were reviewed by product support engineering and clinical application specialists, revealing the spo2t measurement was off by default with alarms being on by default. The spo2t alarms were turned off at 21:44 and the spo2t measurement was turned on at 21:50, with spo2t inops being generated for 4 hours after that time. Someone was acknowledging the inops during the same 4 hours. ECG decompensation began at 02:35 with asystole occurring by 03:19. Spo2t alarms were turned on at 04:01, which was 6 hours after they were turned off. Once the inop conditions were corrected, spo2t alarms were generated starting at 04:25 and the device was placed in standby at 04:35. As the customer indicated waveforms and alarms were missing from the central station, it could not be determined whether there was a delay in care which affected the patient outcome of if the customer simply wanted to know why the data was missing. Based on this information, the alarms were turned off by the user but inops continued that were acknowledged by the user; therefore, the cause of the event may have been related to alarm management and use error. It remains unknown, however, if the reported issue affected patient care or outcome or if the customer simply wanted to understand why data was missing. As inops were being acknowledged during the event timeframe, it would seem the user was aware of the status of the spo2 measurement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.